Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-15041, related manufacturer report number: 2017865-2020-15043. It was reported that the patient experienced a pocket infection and septicemia. There was vegetation noted on the leads and throughout the heart. The system was explanted. The patient was in stable condition.